Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The target lesion was located in the non-tortuous left subclavian artery. This 7.0x20x135cm express biliary ld stent was advanced and deployed in the lesion. The stent was fully expanded; however, it was deployed slightly distal from the target area. A portion of the stent was located in an area not intended to be stented. After a few minutes at most from stent deployment, the stent migrated into the left iliac artery. The stent came to rest in a stenosed area in this location and was expanded to vessel diameter successfully. The procedure was completed by implanting a larger stent in the target lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).